Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2016 with the following findings: investigation revealed r a crack in the battery compartment at the case seal. The pump¿s cover was removed and an intermittent condition was found to the cgm module; the inter-board flex connector was not fully seated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment at the case seal. Evaluation also revealed an intermittent condition to the cgm module; the inter-board flex connector was not fully seated. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/18/2016.